Event description:
(B)(4). Was having mild symptoms before this date above, but after this, my life has never been the same. It started with extreme dizziness and nausea. I passed out and had violent vomiting. Since 2010, I have only had 3 month span with no dizziness. I went to several ents with no avail, they could not help me. Since this time, I have had a couple MRI's looking for tumors, abnormal periods, excessive bleeding during period, early menopausal symptoms, some incontinence, all over body aches, continued dizziness, severe bloating, bowel issues, brain fog, mood swings, iron deficiency (taking supplements) , vitamin d deficiency (taking supplements), thyroid issues (on meds), hormonal issues (on testosterone and progesterone), autoimmune disorder/heightened allergies (allergic to almost everything), inflammation, extreme weight gain, swelling, hair loss, adrenal fatigue and vision issues. My body is literally turning on itself!